Manufacturer narrative:
The recipient is reportedly experiencing decreased performance despite device testing within normal limits. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was notified the recipient is pursing revision surgery. Reportedly programming adjustments have been made. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.